Event description:
There was no patient involved in this event. Pad unit has red flashing indicator light with a known working pad-pak.

Manufacturer narrative:
Information from the history log indicates the pad-pak was first installed successfully on the 16th august 2013 and the device performed to specification up to the 17th august 2015. A test pad-pak was installed and the device passed a self-test. The device powered off with no warning given, however the red status led flashed alongside a chirp. This confirms the reported fault. The returned sam 300p was tested on calibrated equipment, the test therapy was delivered and an acceptable measurement was recorded for the test shock. The device was disassembled for investigation. Investigation found the fault was due to a faulty membrane. The fault could not be replicated with a new membrane fitted. The device was still able to deliver the test therapy sequence without fault during testing at heartsine.